Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/24/2020. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was observed. Evaluation of the customer samples was performed and gel air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that small oil gel globules were found in the bd vacutainer® sst¿ ii advance plus blood collection tube's serum during use after receiving an aspiration error on the instrument. The "non-refrigerated" sample was centrifuged on a "rotina 48" at "2060 rcf for 10 minutes". This occurred on 40 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "miniscule gel globules in serum. The customer is experiencing an increased incidence of aspiration errors on the instrument. +/-10% of daliy workload of 400 pday. On inspection of the rejected samples minuscule gel globules were observed in some of the samples. (Unfortunately it was not possible to capture an image of the globules)the customer reported a similar issue at the same time last year.- (pir 2009992) on this occasion there was no significant gel smearing observed.the customer has installed abbott alinity c and alinity I in september 2019.all other workflow processes are the same.centrifuge used - rotina 48(non refrigerated) samples centrifuged at 2060 rcf for 10 minutes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that small oil gel globules were found in the bd vacutainer® sst¿ ii advance plus blood collection tube's serum during use after receiving an aspiration error on the instrument. The "non-refrigerated" sample was centrifuged on a "rotina 48" at "2060 rcf for 10 minutes". This occurred on 40 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "miniscule gel globules in serum. The customer is experiencing an increased incidence of aspiration errors on the instrument. +/-10% of daily workload of 400 pday. On inspection of the rejected samples minuscule gel globules were observed in some of the samples. (Unfortunately it was not possible to capture an image of the globules)the customer reported a similar issue at the same time last year.- (pir (B)(4)) on this occasion there was no significant gel smearing observed. The customer has installed abbott alinity c and alinity I in (B)(6) 2019. All other workflow processes are the same. Centrifuge used - rotina 48(non refrigerated) samples centrifuged at 2060 rcf for 10 minutes.